Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. The reported device was explanted and replaced on (B)(6) 2022. The patient's condition was unknown.

Manufacturer narrative:
The reported event premature discharge of battery was confirmed. As received, a device was returned for analysis. Final analysis found high current drain consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. The cause of the reported event was isolated to firmware anomaly. No other anomalies were identified.